Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when loading images onto the system. It was reported that the monitor had an incomplete picture and the video flickered. Restarting the navigation system did not resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.